Event description:
It was reported that during service and repair pre-testing, the motor device had low rotations per minute (rpms) and an oil leak around the swivel. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned with no alleged deficiency. During service and repair pre-testing, it was observed that the device had oil around the swivel and low rotations per minute (rpms). Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be due to a worn out motor and a worn o-ring in the swivel, which is normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.